Event description:
In 2009, a doctor reported to sybron implant solutions that three pitt easy implant abutment screws had fractured.

Manufacturer narrative:
The doctor reported that the patient is doing fine. The doctor will replace the fractured abutments with new abutments. The doctor returned two screws and one screw with different part number, to sybron implant solutions for evaluation. Visual examination of the returned products indicated that the cause of the abutment screw fractures was overloading by superstructure since the entire bridge prosthesis was only supported by these three screws and was in function for more than 15 years. This is the second MDR report of the two incidents reported. This is the final report.